Event description:
Spontaneous call from (B)(6) I pharmacist in the emergency room calling for dosing information for the veletri. Informed him per last consult note on (B)(6) 2022 patient is at a maintenance dose of 45ng/kg/min, pump rate: 54ml/24hour, concentration:60,000ng/ml, and dosing weight 50kg. Pharmacist has not spoken to the patient but the patient was in the ER due to a pump beeping (unknown serial number) also unknown if the patient still has his backup pump available. Pharmacist stated the patient was in the emergency room on (B)(6) 2022. No other information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product cause or contribute to patient or clinical injury? Unknown. Is the actual product available for investigation? Yes. Did we replace product? On going event. Unk if pt is admitted. Reported to (B)(6) by health professional.